Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 08/01/2024, was chosen based on year the article was published. Block g2: literature source uemura, m., takizawa, k., takeda, k., ishizutani, y., & yamamoto, n. (2024). Two cases of bladder tamponade during tissue resorption after transurethral prostatic steaming (wave). Proceedings of the 38th annual meeting of the japanese society of endourology and robotics.

Event description:
It was reported to boston scientific via an article published in the proceedings of the 38th congress of the japanese society of endourology and robotics. The objective of the study was to highlight rare complications occurring during the tissue absorption phase following transurethral prostatic steaming (wave) therapy for benign prostatic hyperplasia (bph). The report included two patients treated at (B)(6) hospital and (B)(6). The study followed the patients for 12 months post treatment. This event captures the first case, the patient with a 42ml and middle lobe enlargement. He had low bladder activity and urinary retention, managed with clean intermittent catheterization (cic), and was on clopidogrel due to a coronary stent. He received 12 steam injections during wave therapy. On postoperative day 23, he developed bladder tamponade and was urgently hospitalized. Treatment included temporary cessation of antiplatelet therapy and conservative management. He was discharged on seven days after and later switched to cilostazol, then aspirin. At the 12 month follow up, the patient was able to urinate naturally with minimal residual urine.